Manufacturer narrative:
Additional information: section h imdrf annex codes: upon investigation of this incident, it was determined that the system was unable to issue item. A technical support specialist (tss) advised the customer to re-login, after which the customer was able to dispense the item successfully. The tss also recommended switching users if the issue reoccurs. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower aux, it was unable to issue item. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower aux, it was unable to issue item. There were no adverse events or injuries reported based on this event.